Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the sample was bloody. The balloon had been previously inflated. The markers were in their original locations on the core wire and were not dislodged. There were no other anomalies noted on the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using a guidewire, and it passed with no issues. The balloon was inflated to rbp (12 atm). The marker bands were noted to be within the working length of the balloon. Conclusion: the complaint investigation is unconfirmed for a dislodged/dislocated marker, as the markers were not dislodged and met the required specifications. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labelling review: the current IFU (instructions for use) states: warnings: to reduce the potential for vessel damage or difficulty in deflating, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Use of the vascutrak pta balloon dilatation catheters: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and slowly inflate the balloon with an inflation device. It is recommended that the balloon pressure be increased 1 atmosphere every 30 seconds until the lesion is effaced or the rated burst pressure is reached. Slowly apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon.

Event description:
It was reported that during the second inflation the proximal radiopaque marker was misaligned with the balloon and resulted in the balloon inflating 1 cm beyond the marker therefore overtreating the lesion during the distal peroneal artery angioplasty procedure. No further treatment was provided. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.